Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention with a doctor (B)(6) / hcp name unknown) with an infection that developed at the infusion site (arm) and hyperglycaemia while wearing the pod between 37 and 48 hours. The patient¿s blood glucose levels rose to approximately 250 mg/dl (exact value not provided). The patient attempted to decrease their blood glucose levels by administering further insulin using the pod, however this was not successful. The patient removed the pod and discovered the infusion site was swollen, warm to the touch and painful. The patient attended an appointment with their physician who performed a minor incision at the site, treated the area with topical rivanol solution (ethacridine lactate 0.1%) and applied a dressing. The physician explained to the patient that insulin had accumulated in the tissue, causing swelling and as the insulin was not properly absorbed, this led to the hyperglycaemia. The patient also applied a new pod which brought their blood glucose levels down to 118 mg/dl.